Manufacturer narrative:
This report is being supplemented to provide additional information, based on the physical device evaluation and the legal manufacturer's final investigation.     The device was evaluated by olympus. The evaluation found, that the allegation of stripes in the image was confirmed, due to the damaged cable unit that was causing interference. Additional reportable malfunctions of error code e311 (scope communication) and no image were also identified.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the presence of a noisy image can be attributed to a communication failure caused by a faulty cable. Furthermore, the occurrence of the e311 error is linked to the inability to acquire white balance.   The event can be [detected/prevented], by following the instructions for use which state:  do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, hd autoclavable camera head had visible stripes in the image, potentially a faulty or damaged cable. The issue occurred during preparation for use, with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: cable was damaged, with potential user handling issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.